Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was also noted that all conductors were distorted, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The lead had been abandoned in 2006 and the functionality was unknown. No patient complications have been reported as a result of this event.